Manufacturer narrative:
Date of event is an unknown date in 2019. Additional procodes: kwp, kwq, mnh, mni, osh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that on an unknown postoperative date in 2019, the set screws came loose out of the uniplanar screws. Due to this, the rod came loose from the caudal part of the construct. Patient underwent revision surgery. The procedure was completed with no delay. Concomitant devices: single-inner set screw (part: 179702000, lot: unknown, quantity: 4), rods (part: unknown, lot: unknown, quantity: unknown), screw (part: unknown, lot: unknown, quantity: unknown). This report is for a single-inner set screw. This is report 2 of 5 for (B)(4).